Event description:
Info rec'd indicated that the head of the bed would not raise up. No injury alleged.

Manufacturer narrative:
Tech found the bed in ICU. Head would not raise up. Replaced head up valve to resolve this issue.